Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. The catalog numbers and lot codes of the devices were not reported. The devices were reported as an unknown accolade tmzf stem as well as an unknown v40 femoral head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported by the patients attorney that he allegedly "sustained injuries related to a hip replacement which took place on (B)(6) 2011. In light of the patient's worsening symptoms, he was taken back for revision surgery on (B)(6) 2012.